Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). The date of occurrence was entered as (B)(6) 2011 because the exact date was not provided but reportedly occured 2-3 years ago. The device remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that approximately 2-3 years after a successful right common femoral arteriotomy closure using a starclose se clip the patient has been experiencing the following health conditions, feeling tired all the time, a lump has developed on the left side of the neck which has been treated with antibiotics at least 3 times. Whole face has broken out, inflamed sinus and ears on the right side only. Has shortness of breath and feels like their throat is closing. The patient also reported that they have been hospitalized because of one or more of the reported health issues on more than one occasion. The patient has been tested for diabetes and the test returned negative. The patient's heart and oxygen levels are fine. The patient first thought that maybe the health issues were related to stress, but does not know since these have reportedly began occurring after the starclose se clip was used for vessel closure. The patient has a nickel allergy. No additional information was provided.